Event description:
It was reported that the lead impedance has continued to rise. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace measurement log data shows a gradual increase for min and max v.pace of 400 to 792 ohms peak between (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace measurement log data shows a gradual increase for minimum and maximum ventricular pace of 400 to 792 ohms peak between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the lead impedance has continued to rise. The lead remains in use. No patient complications were reported as a result of this event. It was further reported that the lead was fractured. The lead was capped and replaced.